Manufacturer narrative:
The investigation of low pump flow, vascular damage peripheral vessel, and hemolysis has been completed. Visually inspected and no physical damage or abnormalities seen. Borescope view of cannula obtained and biomaterial observed at inflow and wrapped around impeller. No issues seen with pump sensor and electrical resistance signals. Visually inspected and no physical damage or abnormalities seen. Borescope view of cannula obtained and biomaterial observed at inflow and wrapped around impeller. No issues seen with pump sensor and electrical resistance signals. The root cause of vascular damage - peripheral vessel could not be determined. The cause of the hemolysis issue was likely patient condition related. The cause of the low pump flow issue was biomaterial.

Event description:
The complainant reported a 53-year-old male patient with right heart failure was implanted with an impella rp flex device for mechanical circulatory support. While on support, the patient developed hemolysis. Additionally, flows decreased when started pulling on continuous renal replacement therapy. The pull was decreased to see if flows would improve. Flows did not improve. Bleeding was noted. The source of the bleed is unclear. Three units of packed red blood cells were given. The pump was ultimately explanted and the patient procedure outcome was noted as survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.